Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; linear opening, fold creases, wear abrasion, brown particles in shell and valve. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage, also, a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening and a curved striated opening on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Particles on fill channel assessed as particle leakage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.